Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, when the physician went to deploy the first flange, a pop was felt. The first flange opened but, in the attempt, to continue the deployment, the handle broke and the second flange was not deployed. The scope was then removed from the patient. The first flange was half in the scope and half outside. The stent was removed out of the scope using a clamp, then the handle was removed as well. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event.